Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a central venous access device (cvad), turbo-ject® double lumen over-the-wire power-injectable PICC, was utilized during an imaging procedure in the medical day unit. The white lumen was found to have a "break" above the hub of the extension tubing. The device was not in continuous use and was secured with a statlock. As reported, the lumens were flushed and the dressing was changed regularly. The patient did not experience any adverse effects due to this occurrence, however, an additional procedure was required to replace the device.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Device evaluation the reported used device was returned to cook inc. For evaluation. Visual examination noted the extension tubing was partially separated from the white hub. Investigation a document-based investigation reviewed the following: instructions for use, device specifications, quality control specifications and manufacturing instructions. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. Monitoring will continue to be performed for similar complaints. Conclusion based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to investigate this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.